Manufacturer narrative:
The devices will not be returned for evaluation as they were consumed in the event. (B)(4).

Event description:
Treatment of an avm. It was reported that during onyx injection, the physician felt blockage then saw the catheter ruptured with onyx diffuse outside of the feeder. The injection was immediate stopped and the catheter was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00242.